Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of the b30 scope communication error could not be identified however, the electrical continuity inspection failed. The suction (s-connector) was identified to have foreign material. The reported fault was likely a result of mishandling. Additionally, the following findings were also identified, and are as follows: (a.) S-connector label peeled, (b.) The s-connector was dirty, (c.) There was no electrical continuity due to damage on distal end, (d.) And due to damage on insertion tube rotation ring, connecting tube did not rotate well. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope experienced a error b30 message. It was unknown when the event occurred. There was no report of patient or user harm associated with the event.